Event description:
On (B)(6) 2018 the user contacted dario to report the meter provided low blood glucose readings and that a text message was sent to her physician through the dario application due to the low readings. As a result, the customer's physician sent her an ambulance. However, she did not need any medical treatment. She was sent a control solution to verify the accuracy of the device and the strips. Follow-up attempt with the customer was made, but no response has been received to date.